Manufacturer narrative:
(B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k060716. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hemi-arthroplasty shoulder revision due to pain with limited range of mobility and glenoid deficiency approximately 13 years post-implantation. The patient was revised to an srs system with a custom glenoid component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.